Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's activated clotting time (act) was greater than 400 seconds throughout the procedure. A watchman truseal access system and 27mm watchman flx laa closure device and delivery system were used. The closure device was successfully implanted with a complete seal. At the end of the case, a right sided non-mobile thrombus was noted on the eustacian valve in the right atrium. The patient was not given protamine in hopes the heparin would help the right sided clot subside and dissolve. The patient is expected to fully recover. It was noted the patient was compliant with their medication regimen.